Manufacturer narrative:
Previously reported patient code (B)(4), previously reported patient code (B)(4), and reported eval code method now apply to lead (lot#va1h678). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who wanted to know what the manufacturing company recommends as far as maintenance on their device; information was reviewed. Patient said the healthcare provider (hcp) implanted their device on (B)(6) 2019 and "messed up", had surgeries on (B)(6) 2019 and (B)(6) 2019 to fix their device, and had staples removed on (B)(6) 2019. Patient said the hcp was going to put the ins 7" from their spinal cord stimulator and they knew it should be 8". During the procedure on (B)(6) 2019, patient said the hcp must've pulled a wire a little bit because the patient could feel the current in their vagina. They added that the current was pinching, it felt like they had a tampon in the wrong way, and couldn't take it so the hcp fixed it 28 days later. After the third surgery, the patient received a letter asking to not contact the clinic. As a result of what was reported, an hcp listing was sent to the patient and they were advised to contact insurance on finding an hcp in network. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt strong stimulation from the device in their pelvic floor area. The patient could also not get the programmer to sync with the implant. As an factor that may have led to the issue was that the patient had a pocket revision on (B)(6) 2019 because it was uncomfortable for them to sit. The representative tried to help the patient over the phone to get the device to sync but they did not want to keep trying to sync. The patient was told that they next time the representative could be at the doctor¿s office was on (B)(6) 2019. The patient was also informed that the nurse practitioner (np) is trained on the device and could help if they could not wait until (B)(6) 2019. The patient was going to set up a time to see the np in the doctor¿s office. The issue was not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. Additional information received from the patient on (B)(6) 2019 reported that they had a revision on (B)(6) 2019 because the ins was placed ¿right on my waist band¿. This had occurred on (B)(6) 2019. The patient did state that prior to implant ¿"I told him in pre-op and once before not to put it in one spot and he did it anyway¿. As a result, the patient requested that the ins be relocated. The patient also told the doctor that the ins had to be 8¿ away for their scs ins. They patient noted that they had to do their own research and tell the healthcare professional (hcp) regarding the ins placement. Their husband drew a red x on the skin where the patient wished the ins to be moved to. The healthcare professional (hcp) then drew their own x on the patient¿s body only 7¿ away from the scs ins and stated ¿good enough¿. Both the patient and their husband told t he hcp it had to be 8¿ away from the scs ins, so the hcp ultimately moved the ins to where the patient wanted it to be. It was further noted that the surgeon finally did admit to a person in patient experience that he did make a mistake, and ever since [ins was moved], I've had excruciating pain and he's totally ignoring it". The patient stated that it "I feel like I had a tampon in the wrong way for a week. Like deep horrible pelvic pain, and all he says is we'll take the staples out friday". There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3037 lot# serial# -(B)(6) implanted: explanted: product type programmer, patient product ID 3 889-28 lot# va1h678 serial# implanted: 2019-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said . Patient said the incision where the lead was implanted opened up. Patient said the incision has closed back up. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient said the pocket where the ins was first implanted is still very tender. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was scheduled for a lead revision with their doctor on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va1h678, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was calling to report information relating to previously reported information. The patient reported new information regarding the situation. They stated they thought the lead wire got pulled a little too far up when the implant was moved. They said they got an x-ray on (B)(6) 2019 and that didn't show it had moved, but the patient wasn't convinced the x-ray results were correct because the position of their body was different at the time 2 different x-rays were taken (one at implant, one (B)(6) 2019). Patient reported in the period prior to their ins being moved, everything worked fabulous except for the location as far as controlling the frequency and urgency, but since they woke up from surgery the patient had a strong pain that felt like a tampon in the wrong way. On (B)(6), the patient went to their doctor and they tried different things with different programs to try to fix it. The patient went to the doctor to have their staples removed and the nurse practitioner had tried a cycling program, but that was unsuccessful. The patient noted they didn't have the stimulation up high at all and the second any of th eir programs were increased to even 0.1v, they started to feel the painful stimulation and pressure building in their bike seat. Information was reviewed about programming/reprogramming. Additional information was received from the manufacturer representative (rep). It was reported the patient was feeling painful stimulation at all levels. The np was instructed to assist the patient in turning stimulation down to a comfortable level. The patient was still feeling painful stimulation at 0.1v on all 4 electrodes. The np was instructed to have the patient turn stimulation off. There has been a conference call scheduled for (B)(6) 2019 with the rep, the rep's manager, and the healthcare provider and their staff to discuss a plan for the patient moving forward. [Omitted information from (B)(6): trialing issues and (B)(6): ph device causing rsd flare ups]